Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead helix was "extended and retracted multiple times until helix no longer extended" and occurred with two different leads. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted there is a kink in the distal conductor at 23.1 cm that could prevent the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.